Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore, consider this report complete to the best of our knowledge.

Event description:
The customer's father reported via phone call that they received a no delivery alarm. The customer's blood glucose was 310 mg/dl at the time of incident. The customer's father stated that the blood glucose was corrected with manual injections. The customer's father stated that the insulin did exit during plunger push and manual prime after disconnecting and reconnecting the tubing and reservoir. The reservoir will not be returned for analysis.